Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "insufficient air/water flow" was presumed to have been due to foreign material (black silicon rubber) being stacked in the nozzle. The suggested phenomenon of "scope was insufficiently or incorrectly reprocessed/ used for the next endoscopy" was unable to be further presumed from the information obtained - it was unknown if the reprocessing method for the foreign material residue point deviated from the instruction manual, and there were no physical damages for the foreign material residue point. It is suggested that the user handle the subject device in accordance with the instructions for use (IFU): it is further suggested that the user review anew the reprocessing manual, chapter 3 cleaning, disinfection, and sterilization procedures, and chapter 5 storage and disposal and inspect especially that all stains at the outlet of the air/water nozzle and the objective lens surface is removed after reprocessing. If any stain remains, it is further urged that the endoscope be cleaned until all stain is removed, and further to review the method of the handling environment of the device at the user facility, such as through rinsing, removal of residual moisture in the channels, and drying. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in, the device had undergone insufficient reprocessing and foreign material was found clogging the nozzle. This clog would have compromised air/water flow as the customer noted. Additionally, the bending angle was found insufficient due to the elongation of the angle wire. Several components were found heavily scratched, and the curved rubber bond was found cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera colonovideoscope due to an unspecified air/water flow issue. There was no patient harm reported from this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found coming out of the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.